Manufacturer narrative:
The insulin pump passed the displacement test. Adjusted the audio options audio volume 1-5 and found audio tone does not adjust accordingly. Hardware low level failures alarm during self test. The main arm cannot communicate with the motor arm and hardware low level failures alarm confirmed in the pump history (variableinfo = 3) due to broken trace at pin1, keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure and insulin pump stopped working due to audio anomaly. The patient¿s blood glucose level was unknown at the time of the incident. Did self-test and which did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.